Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced shortness of breath coincident with peritoneal dialysis therapy. The cause of the shortness of breath was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. Action taken with therapy was not reported. The patient was discharged from the hospital after five days. It was not reported if the patient recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that caused and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.